Event description:
It was reported that the customer had leaking reservoirs. It was stated that the reservoirs were filled with insulin and sat on the table. Later, the customer noticed that the reservoirs were leaking. The mother stated that the customer had experienced high blood glucose for several days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.